Event description:
A customer reported an issue with the touchscreen of their device, which occasionally became unresponsive during the unlock screen, though the screen was not cracked or shattered. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl, and it was not reported if there was an impact on their blood glucose level. Tests conducted indicated that the device passed all checks, and technical support confirmed to the customer that the pump was functioning as intended.